Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose, treated with bolus and continued being high. The customer's blood glucose was over 600mg/dl. The customer had a back-up plan. Customer stated before work his blood glucose was high, took his medicine and ate. Then his blood glucose was 390mg/dl, he treated with bolus and delivered 5.4 units of insulin. The customer checked for leaks, tested if insulin was exciting the tubing and then reconnected. Customer stated he's been giving himself a bolus and blood glucose is still high. He stated after insulin, blood glucose went down but not as fast. He felt nauseous, because he had to eat with his medication, felt well but still was at 500mg/dl. The customer declined to do the high pressure test. Advised the customer to contact his doctor, if his blood glucose would not go down after 10 units of insulin.